Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blood glucose level was 406 mg/dl at night and current blood glucose level was 401 mg/dl. Customer¿s blood glucose level was 400 mg/dl and not receiving insulin due leak on reservoir barrel during bolus. Customer's blood glucose level was 200 mg/dl and then 300 mg/dl took bolus then blood glucose went high to 600 mg/dl. Customer was also treated with manual injection and was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was not alleging that the insulin pump was under delivering and there was crack on barrel. The insulin pump will not be returned for analysis.